Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer confirmed that there was no issue. The device functioned as intended after the field service engineer troubleshooted the device. A technical service specialist confirmed that there was a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, the device was unable to establish a connection with the server. A customer indicated that the user experienced a delay in dispensing medication as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.